Event description:
On 01/11/2019, young dental customer service was contacted by the mother of a child to report the following occurrence: a (B)(6) girl named (B)(6) had an allergic reaction after she had her teeth cleaned yesterday (B)(6) 2019. Child experienced a scratchy throat and her throat was closing up. She was given "benedryl". The product used on her was our zooby happy hippo cake. The mother of the child was not able to provide the grit. Child is allergic to peanuts, tree nuts, and fish. Customer service explained that peanuts, tree nuts, and fish are not present in our zooby happy hippo cake. The mother did say that the child might have had an allergic reaction from another place they visited yesterday. Place unknown.